Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message. In addition, the glycol (coolant) inside the coldwell was discolored and oily. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:06 (ce post failure) error message" was confirmed during the system's event log data review. The root cause of the reported tcmid:06 was the defective cooling engine (ce) possibly due to aging and wear and tear. This thermogard console was manufactured in june 2012 and has over 7,900 pump hours recorded. The console is 10 years old, well beyond its expected service life of 5 years. The reported complaint that "the glycol (coolant) inside the coldwell was discolored and oily" was confirmed during visual inspection. Pictures provided by the zoll service team show the result of leakage of the cooling engine refrigerant into the propylene glycol (coolant bath) plumbing, caused by a defect in the cooling engine. Visual inspection of the thermogard console found no other apparent issues or physical damages. The system's event log data revealed multiple tcmid:06 (ce post failure) error messages occurring on the customer's reported event date, confirming the reported complaint. Functional testing was not possible to be performed as the refrigerant from the cooling engine was leaking into the propylene glycol (coolant bath) plumbing. This issue results in an irreversible ability of the cooling engine to cool the console coolant bath. There will be no pressure inside the cooling engine plumbing due to leakage of the refrigerant. Consequently, the compressor will be unable to build up the necessary pressure required to perform cooling. This issue may have resulted from deterioration of the piping connections due to age, wear and tear, or possible corrosion. The defective cooling engine (ce) will need to be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint about thermogard console with serial number (B)(4).